Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the prograsp forcep instrument locked on tissue. The instrument release key (irk) was utilized; however, the jaws of the instrument did not release the tissue. The surgeon dissected the stuck tissue, and the instrument was released. The dissected tissue was intended to be removed as part of the planned procedure. When the instrument was removed, the wrist of the instrument was noted to be damaged. A backup instrument was used for the remainder of the procedure. The procedure was completed robotically. The patient is recovering well.